Manufacturer narrative:
(B)(4). Pump passed the displacement test but a33 alarm during the basic occlusion rewind test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Pump received with stripped battery cap(p) coin slot. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was louder during rewinding and battery cap was stripping. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.